Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "when the physician pressed the blue button, the filter didn't come off the filter wire the first time. Took a few clicks, but then worked successfully." Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Method code: 4114 - device not returned. Ec evaluation code: 4315 - cause not established. Summary of investigational findings: investigation is based on event description only. No product returned and without the actual complaint device, it would be inappropriate to speculate at what may or may not have caused the difficulties in releasing the filter on the first click, but it is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter". No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to inital reporter: "when the physician pressed the blue button, the filter didn't come off the filter wire the first time. Took a few clicks, but then worked successfully." Patient outcome: the patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.